Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. The customer's blood glucose was 590 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer had excessive thirst due to their high blood glucose. Troubleshooting found the customer's insulin pump was working as designed. A battery out limit alarm was also found in the customer's alarm history. It was also found the customer did not have a bent cannula after removing their infusion set. Customer stated they were able to lower their blood glucose to 444 mg/dl. The customer also stated they may have under corrected for their blood glucose, causing their high blood glucose. Advised the customer to change out their entire infusion set, reservoir, and insulin. No additional information provided.